Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint could not be duplicated. The device was found to alarm and operate as designed. The device's downloaded error log contained errors which are consistent with the device being used with an obstructed air inlet filter. When the device was received for eval, the air inlet filter was not installed.

Event description:
The manufacturer received info alleging a ventilator was not delivering the set pressure. The pt was given supplemental oxygen. There was no report of permanent harm or injury.